Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a loss of function. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported that a friend called 911 after patient was not able to function. Prior to paramedics arrival, patient's friend treated patient with eight (8) ounces of juice. When paramedics arrived, patient was fine. Patient was not treated by the paramedics or went to hospital. Patient alleges that the cgm was not accurate and did not alert patient to a low blood glucose (bg) value. Patient's cgm value was 91 mg/dl, while the finger stick (fs) value was 73 mg/dl. At the time of contact, patient is fine. No additional patient or event information was provided. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined. The patient took medication(s) containing acetaminophen. Labeling indicates: taking medications with acetaminophen while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.